Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii".

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported additional right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Physician reported rupture upon removal. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the returned device identified: underweight, red particles on the surface of the shell, broken shell. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage.